Event description:
The ve lvas was implanted in 2000. In 2001, the MFR was informed that this pt had died earlier in the day. Two days later, the following info was received by the MFR: two months before, the pt had an eviseration of the pt's median sternotomy from the xiphoid to the umbilicus and had suffered several bouts of sepsis subsequent to the eviseration. On the day of the pt's death, prior to 1500 hours, the nurses reported lower than typical flows and stroke volumes. At about 1500 hours they reported that they thought the pump had stopped and a red heart alarm occurred; however, they could not specify which condition caused it. The ve lvas flows were reported to have fallen to 0.3lpm at the time the staff began hand pumping (pneumatic actuation) the device. The hosp staff reported that the hand pump was primed appropriately; however, the bulb of the hand pump remained collapsed, and would not re-expand. As a result, the ve lvas could not be pneumatically actuated via the hand pump. Attempts to restart the ve lvas electrically were unsuccessful. The pt lost blood pressure and heart rate and expired.